Event description:
Additional information indicates the infection has resolved. The patient was prescribed antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention took place on (B)(6) 2024 where the system was explanted, and a new lead implanted to address the issue. The current status of the infection is unknown

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.